Event description:
Boston scientific received information that this right atrial (ra) lead dislodged one day post implant. The patient underwent a revision procedure and this lead was explanted. No additional adverse patient effects were reported.

Event description:
Additional information indicates that this product was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, it was revealed that the complete lead was returned. With set screw marks noted on the is-1 terminal pin, however, no discernable set screw marks were noted on the ring. There was dried blood/body fluid noted in the helix housing and past window area (neck region) and the helix was retracted. The lead passed electrical continuity testing, which confirmed that the lead was electrically continuous. The clinical observations was unable to be reproduced during laboratory testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.